Manufacturer narrative:
Customer was directed to send the device in for evaluation and potential repair. Should additional information become available prior to the investigation conclusion, a supplemental report will be provided.

Event description:
It was reported, the evis exera iii video system center was not displaying an image on the monitor when used in conjunction with a 180 series scope. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU provides the following statement "securely connect the endoscope or camera head. There is a possibility that noise may be generated in the images or the connection may be disengaged and the images may not be output¿ the root cause could not be determined. Probable causes include: the device has aged, and it is possible that a temporary malfunction occurred due to the deterioration of the patient board¿s components. Alternatively, it is possible that an electrical contact failure occurred due to unsecure connection with the main unit or adhesion of foreign matter. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received on 13april2021 noting that no medical intervention was required as a result of this event. The biomedical engineer went on to note that the device did not have this issue more than once.